Manufacturer narrative:
Based on the claim against the product by the customer noting the tip broke off, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). The instrument was found to have a broken grip at the grip base. A piece approximately 0.194" x 0.556" was found to be broken off. The broken piece was not returned. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. The complaint regarding the tip broke off was confirmed by fa, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during central processing, the tip of a fenestrated bipolar forceps instrument broke off. There was no report of patient involvement or reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.